Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer experienced a high blood glucose (bg) level of more than 600 mg/dl; cause was due to the unexpected shut down. The customer delivered a pump bolus to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.